Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a shoulder arthroscopy, while suturing with the anchor threads, the arthropierce forceps broke inside the patient's shoulder. A piece of the forceps was removed, and then another piece was identified inside the shoulder with a x-ray, requiring a new removal. The procedure was completed without a delay. Patient's health condition is stable. No further complication were reported.

Manufacturer narrative:
Internal complaint reference (B)(6). H10, h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image finds the device in plastic with the distal end hidden. There are 2 small pieces of the device visible in the plastic bag. This case reports, the breakage and removal of the broken forceps during a shoulder procedure. One provided photo was reviewed and appears to show the show forceps in a clear plastic bad with 2 additional pieces. The procedure was reportedly completed without a surgical delay, no damage caused, and the patient's health condition is stable. No patient harm has been alleged. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.